Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed primary audible alarm/acu watchdog failure. Functional testing was performed, and the cause of the issue was identified to be the main printed circuit board (pcb). The issue was fixed by replacing the main pcb.

Event description:
It was reported that there was a biomed error. There was no patient involvement. The issue occurred before infusion.